Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device by the complaint handling unit revealed the guide wire has an indentation along its length where it may have been hit with the drill bit. It was manufactured in september 2013 with no deviation to specifications. No product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon placed the drill sleeve with the cannulated drill bit over the guide wire used for a radial styloid process fracture as provided in the technic guide, but the drill bit became stuck. The guide wire, drill bit and drill sleeve were all removed from the patient, then the surgeon discovered that the tip of the drill bit was broken. Most of the broken pieces were removed from the patient, however, one broken piece (2.6mm) could not be removed. There was a surgical delay of 15 minutes, and the surgeon reported that there was no adverse consequence to the patient. This report identifies an unknown guide wire. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown guide wire/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.